Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the touch screen is not responding when touched. The customer reported there is some spot on the screen. The issue occurred during testing of the suspect device. There is no report of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the resistive touch panel. This would cause the display to be non-responsive. This issue will be internally investigated within carefusion.